Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 303 mg/dl at the time of the call. The customer did not want to trouble shoot the issue and stated that they will call back the help line for a replacement pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.